Manufacturer narrative:
(B)(4). Recall continued: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was unable to communicate with any external devices. As a result, the ipg was deemed inoperable. Reportedly, a physician consult is scheduled to discuss the next course of action to address the issue. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced with a non-rechargeable model. Effective stimulation was achieved postoperatively. The issue is resolved.